Event description:
Inew information noted a repeat event occurred where the implantable cardioverter defibrillator (ICD) had difficulty establishing a bluetooth connection with the patient's phone. No changes or interventions have been reported. There were no patient consequences.

Event description:
New information noted there was no malfunction noted on the implantable cardioverter defibrillator (ICD) when re-establishing bluetooth connection. There were no patient consequences.

Event description:
New information noted the patient was brought into the clinic and bluetooth connection was re-established. There was no malfunction noted on the implantable cardioverter defibrillator (ICD) when re-establishing bluetooth connection. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to technical services over the phone. While trouble shooting, the patient had difficulty establishing a bluetooth connection between the implantable cardioverter defibrillator (ICD) and their phone. The patient was brought into the clinic, an activation code was provided, and connection was successfully established. There were no patient consequences.